Manufacturer narrative:
No add'l info regarding this incident is available. The sample was received on (B)(4) 2011 and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
When the clinician activated the unit, the needle came out of the protective cover, resulting in a needlestick injury on the left index finger. Blood borne pathogen testing was not completed on the clinician or source pt.